Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4). Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the implant wasn't working because in the back of the implant where the lead hooks into implant was pulled loose. The patient stated that the lead became disconnected from the patient's nerves. It was noted that the patient was meeting a doctor to have the implant removed. The patient had her next appointment scheduled (on (B)(6) at 2:30pm) to discuss device removal. No further complications were reported or are anticipated.